Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty ring, the ring was explanted and replaced with an unknown device. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that immediately post implant of this mitral annuloplasty ring, the ring was explanted and replaced with a 27mm bioprosthetic valve. The physician reported destruction of the medial half of p3 and lateral portion of p2 of the patient's native valve, along with systolic anterior motion (sam), contributed to moderate insufficiency. The sam was caused by the native valve's posterior leaflet being too high. An attempt was made to lower the height of the posterior leaflet by imbricating the base of the leaflet, however, this resulted in incomplete coaptation. Subsequently, the physician decided to remove and replace the ring with a 27mm bioprosthetic valve. No additional adverse patient effects were reported.  A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.